Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results from the cobas e 801 analytical unit. The initial result was 45.4 u/ml. The repeat result was 4.18 u/ml. The questionable result was not reported outside of the laboratory. The repeat result was believed correct.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. A general reagent problem was not present, because the qc before the event was within range.